Event description:
It was reported the speaker is defective. There is no audible tone from the x2 during bootup. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: it was reported the touchscreen and speaker are defective. There is no audible tone from the x2 during bootup. Complaint evaluation: the product associated with the event was returned and evaluation/analysis was performed. The engineer determined that pins on the mainboard were damaged where the speaker was connected and replacing the mainboard would resolve the speaker issue. The original speaker was functioning intended. Customer resolution and conclusion: the engineer determiner that the mainboard needed to be replaced to resolve the speaker issue. After part(s) replacement the device was returned to functional use with no further issue(s) identified. No further investigation or action is warranted at this time. Patient/user involvement: was the device being used on a patient at the time of the complaint / event? Yes, the device was in clinical use. Was there any adverse event to the patient or user. If yes, describe? No, there was no adverse event reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? No, there was no adverse event reported.